Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/17/2010 and 02/22/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A tech reported a pt with unexpected outcomes following bilateral intraocular lens (iol) implant surgeries. In a follow-up, the surgical tech reported that the surgeon does not blame the lens; however, the surgeon is unsure of the reason for the refractive surprise. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.